Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. Furthermore, baxter shall keep monitoring these events during quality reviews. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a flo-gard compatible blood set with double flexible drip chamber that had a leak. According to the report, the user identified a leak at the base of the double chamber. The condition was reported to have occurred during priming and there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.